Manufacturer narrative:
This report is being submitted to correct the adverse event/product problem (b1) in section b, adverse event/product problem. Sc-2317-70, sn (B)(6). Investigation results: the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. Sc-1232, sn 523720 investigation results the device was not returned for analysis; therefore, a technical analysis could not be performed. Device history record (DHR) review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components will not be returned by the medical facility.

Manufacturer narrative:
Block d2b: pro code: qrb. Additional suspect medical device component involved in the event: model number/catalog number: sc-2317-70, serial number: (B)(6), batch/lot number: 7071534, model/catalog description: infinion cx lead kit, 70cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-1232, serial number: (B)(6), batch/lot number: 523720, model/catalog description: wavewriter alpha 32 ipg kit, unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the leads had high impedances and the patient was experiencing inadequate pain relief. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components will not be returned by the medical facility.